Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had undergone a valvuloplasty procedure. During the procedure, the physician wanted to pace at 180 paces per minute (ppm) for a period of about 10 seconds. The field representative programed the device from 70 ppm to 180 ppm. The physician then quickly wanted the pacemaker to pace back at 70, so the field representative attempted to reprogram the device however it did not program back to 70 and instead maintained the 180 ppm rate. A magnet was used to bring the device down to 100 ppm. The high rate caused the patient¿s blood pressure to drop and chest compressions were necessitated as the patient went into ventricular tachycardia (vt)/ventricular fibrillation (vf) and an external shock was needed to convert the rhythm. The patient¿s rate went back up to 180 after removing the magnet. The programmer was rebooted and then successfully able to program the device back to a rate of 70 ppm after about 5 minutes at the high rate. Boston scientific technical services discussed programmer operation and reprogramming rates to determine where in the sequence of reprogramming a step was missed. This device remains in service. No additional adverse patient effects were reported.